Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The analyst noted that the atrial capture management weekly trend date shows threshold measurements that begin to vary starting the week of (B)(6) 2014, with measurements up to 2.5v and consistently greater than 2.5v starting (B)(6) 2014. (B)(4).

Event description:
It was reported that an alert was triggered due to the right ventricular (rv) lead experiencing intermittent out of range high impedances. It was also reported the right atrial (ra) lead had high thresholds. Both leads are scheduled for a revision and currently remain in use. No patient complications have been reported as a result of this event.